Event description:
Two examples of the same device failed during the same procedure - one bent, the other lost its tip in the knee, the tip was successfully retrieved with no apparent harm to the pt.======================manufacturer response for 377-544-000 agressive plus cutter, (per site reporter).======================I'll call them as soon as I finish this.